Event description:
The customer reported that they inadvertently used plasma-lyte, rather than acd-a, during a platelet product collection on the trima equipment. They noticed that the platelets had aggregates and they discovered the error during their record review the day after the collection. They followed up with the donor and she is fine. The disposable is unavailable for return because the customer discarded the set. This report is being filed due to device malfunction (in the form of operator error) that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event per the request of the customer. The signals in the rdf indicates that the trima accel system operated as intended. The customer was concerned that aggregates could have been in the reservoir and returned to the donor. The caridianbct support specialist explained to the customer that there is a 200 micron filter at the bottom of the reservoir that would prevent that size, or larger, aggregate from being returned to the donor. Investigation eval and corrective actions are in process. A f/u report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the set was unavailable for return and investigation. The device history record was reviewed. Nothing was found that was related to this event. Root cause: the cause of the use of the incorrect solution was operator error.